Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl with large ketones, strong, fruit breath odor, polydipsia and polyuria associated with a leaking cartridge. Reportedly, the patient resumed the same insulin pump and was hospitalized with diabetic ketoacidosis and was treated with insulin via injection, IV fluids and oral carbohydrates as needed. During troubleshooting with customer technical support, it was revealed that there was visible damage to the cartridge luer lock. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of a leaking cartridge.